Manufacturer narrative:
The intellamap orion was evaluated by boston scientific. Upon receipt at the post market laboratory, the device was showed no evidence or defects that could have contributed to the reported event. With all the available information, boston scientific was unable to confirm the reported clinical observation of foreign material present in device.

Event description:
It was reported that foreign material present in device. During pulmonary vein isolation (pvi)/possible flutter procedure to treat atrial fibrillation (afib), an intellamap orion was selected for use. It was observed that physician opened product and noted blue material on handle. No sterile seal was damaged or compromised. No foreign material was loose or embedded. The procedure was completed with different device used (same model). There were no patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material present in device. During pulmonary vein isolation (pvi)/possible flutter procedure to treat atrial fibrillation (afib), an intellamap orion was selected for use. It was observed that physician opened product and noted blue material on handle. No sterile seal was damaged or compromised. No foreign material was loose or embedded. The procedure was completed with different device used (same model). There were no patient complications. The device is expected to be returned for analysis.